Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7072370.

Event description:
It was reported that the patient had a non-device related infection at the battery site. The symptoms were redness and tenderness around the pocket site which could have been due to the medication that was not supposed to be applied at the incision site as per physician. The patient was placed on antibiotics and underwent a full system explant procedure. The explanted ipg and paddle lead will not be returned.